Event description:
It was called in to technical services on 12/28/12 that an alert was received for low intrinsic amplitude for this ra lead and they were not able to see the counters. Reviewed logbook and no atrs since (B)(6) and that was short, so patient was not in mode switch at time of interrogation. Discuss daily measurements 21/24 hour and how device just looks for one value to report and can see one off situations. Consider waiting a few days and doing a pii to allow getting more data points and a presenting egm. Caller will likely do a pii next monday. No adverse patient effects. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).